Manufacturer narrative:
H4: the lot was manufactured from november 19, 2019 - november 20, 2019. H10: the actual device was received for evaluation. Visual inspection on the returned sample revealed fluid inside the bag that contained the sample. The cause of the fluid inside the bag was due to the untightened white luer cap. The white luer cap is not a baxter product. Functional testing was performed by filling the device. After fill and prime, the white luer cap was hand tightened. However, after securely tightened a leak was observed. Additional functional testing was performed using baxter blue winged luer cap and no leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked prior to patient use. There was no patient involvement. No additional information is available.